Event description:
The tip on the laparoscopic electrode (the hook) instrument, broke off in the patient during a laparoscopic cholecystectomy. All pieces were retrieved from the abdominal cavity. Device sequestered and is in or (operating room) anm's (assistant nurse manager) office.